Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support, the patient was found to be bleeding from the impella access site. It was confirmed that angle matching was done and pressure dressing applied. The patient was on anticoagulants and given 2 units of packed red blood cells (prbcs). The patient was successfully weaned and the device was explanted. It was reported that the patient was stable and on inotropes and pressers following the explant.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details. Clinical rationale: an impella cp device was inserted via the femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). During a proactive call, it was reported that the patient developed bleeding at the impella access site. The treating provider managed the bleeding, with confirmation that angle matching was performed and a pressure dressing was applied. The patient received two units of packed red blood cells (prbcs), albumin, and crystalloid fluids as part of management. At the time of reporting, the patient remained hemodynamically stable, continued to require inotropic and vasopressor support, and there was a plan to explant the device later that day or the following day. The patient subsequently survived following device explant. The reported event involves an access site bleed requiring blood transfusion and medication. Access site bleeding is listed as a potential adverse event and consistent with known device-related and patient related factors documented in the instructions for use (IFU). Based on the available information, the bleeding was managed with standard interventions, and the patient remained clinically stable.